Manufacturer narrative:
(B)(6). (B)(4). Investigation evaluation: the product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The customer activated the carbon dioxide cartridge by turning the screw on the handle, but no pressure could be built up [unable to spray]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The customer activated the carbon dioxide cartridge by turning the screw on the handle, but no pressure could be built up [unable to spray]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5 den170015. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. One (1) catheter was returned with the product with bends due to the packaging of the returned product. The device was returned with the on/off switch in the "on" position and the red activation knob was engaged in the handle for activation of the carbon dioxide cartridge. When tested as returned, the device did not spray. The red activation handle was removed and the carbon dioxide cartridge was noted to be empty. The cap on the carbon dioxide cartridge shows a full puncture. The cap of the carbon dioxide cartridge was measured and found to be within specification. A visual examination of the o ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The device was disassembled and no internal clog was observed. The tubes were disconnected and the powder was removed. No clumps were observed. A visual examination of the hole in the bottom of the powder chamber confirmed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use (IFU) states, "activate co2 cartridge by turning red activation knob until it stops. Note: do not over rotate knob as this could damage the device." The IFU states, "to allow powder deployment, turn red valve to open position. Note: device is now active and ready for use. Do not press trigger button until powder deployment is desired." The IFU states, "to deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release." Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the IFU states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.